Event description:
Faxed report from complaint coordinator: "tubing pulled apart from luer lock when lifted out of stroller. Blood backed up and infusaport blocked". Report indicates no injury. No add'l info at this time.